Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign material was noted. A 330cm rotawire was selected for use. During unpacking, when the device was removed from the sheath, it was noted a foreign lint-like object was found. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a part of the packaging (heart shape press) was returned in a generic plastic bag. A foreign matter was observed attached to it. Foreign matter is consistent with fibers from personal protection equipment (ppe) worn in manufacturing as well at the facilities. As the fiber received was not in its original package, it cannot be determined where the fm came from. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that foreign material was noted. A 330cm rotawire was selected for use. During unpacking, when the device was removed from the sheath, it was noted a foreign lint-like object was found. The procedure was completed with this device. No patient complications were reported and the patient's status was good.